Manufacturer narrative:
Product ID 37642, serial# (B)(4), product type programmer, patient product ID 3708695, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type extension; product ID 3387s-40, lot# v937699, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the patient had an infection in the left chest pocket. The device and extension were explanted. A culture was done, but results were unknown. The patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.